Manufacturer narrative:
Concomitant product : 7230cx ICD, implanted: (B)(6) 2004.

Event description:
It was reported that during a routine device replacement procedure for end of life (eol), there was a "questionable problem" with the right ventricular (rv) lead; it appeared to have inner coil damage because the helix could not be retracted. It was also reported that the right atrial (ra) lead helix would not retract. After explant difficulty - because the rv lead was fused to the ra lead due to scarring - both leads were explanted, however a portion of the defibrillator coil remained in the iliac vein. A clamp was advanced into the iliac vein and the foreign material was grasped and completely removed. The leads were then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.